Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, yellow particles and weigh to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side implant exchange biocell textured due to recall. Patient additionally reported left side "fluid accumulation" and capsular contracture, baker grade IV. Healthcare professional confirmed the capsular contracture and "fluid accumulation" and additionally reported "large old hematoma, the event of hematoma is not considered serious and will not be reported. Device has been explanted.